Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the switch had been turned off. There was no product malfunction. Systems checkout was performed and system was functioning as intended. No parts were replaced.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) monitor had gone black.